Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does not function. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was stuck and rusty. Further, the cable didn¿t pass the cable screening test. The motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor tends to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable. The corroded motor and defective motor cable would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/10/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy procedure on an unknown date, it was observed that the handpiece device did not function. During in-house engineering evaluation, it was determined that the motor was rusty. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.